Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. H6: component code: mechanical (g04)- drill. No product was returned; however, pictures were provided. Visual examination of the provided pictures identified that the metal drill head broke off from the flexible shaft and was still connected to the drill guide. No further evaluation can be made. Lot identification is necessary for review of device history records, and the lot identification was not provided. Unable to perform a compatibility check due to insufficient information provided. Medical records were not provided. This reported issue was confirmed based on the provided picture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was drilling for the screw, the drill bit shaft fractured at the rubber/metal junction. No known impact or consequence to the patient. It was reported that no further information is available.